Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was experiencing keypad anomaly. The buttons only respond when being held down hard. Customer mentioned the insulin pump has been exposed to sweat. There are cracks on the reservoir compartment, battery compartment, and top corners of the screen. Customer mentioned the device has been bumped and hit. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced, and the customer agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No rainbow coloring on the display noted during testing. No damage was found on the lcd isolation tape. All buttons functioned properly. However, found corroded keypad traces during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a broken belt clip slot, a stained end cap sticker, a bleeding display, and a scratched reservoir tube window.